Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the implantable cardiac monitor popped out of the pocket and was protruding through the patient's skin. The patient was seen in the physician's office and the device was removed. A new implantable cardiac monitor was implanted. No further patient complications have been reported as a result of this event.